Manufacturer narrative:
Result of investigation: the suspect device has been returned to the manufacturer for evaluation, technician was able to verified the customer reported issue. Evaluation revealed that the dumb valve activate as soon as the pressure was applied on the unit. The calibration of the pressure was failed, there is no power off alarm and the main board was defective. As a resolution, the main board was replaced. Technician installed and blender overhaul was performed. The unit was calibrated and tested.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the sipap unit is alarming error e12 (configuration dip settings and/or pt present different to nonvolatile configuration record). The customer confirmed that there was no patient involvement associated with the reported event.